Event description:
It was reported that during a demo, the device was being articulated, the jaws fired and would not open with manual release button. There was a green cartridge in the device. It was not used in a procedure nor on tissue just dried fruit. Dry fired on the second firing.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.